Event description:
It was reported that the patient had an inflammatory mass and was admitted to the hospital. The pump system was used to deliver morphine 6 mg/ml and compounded baclofen 2000 mcg/ml. At the time of the complaint the pump was filled with saline. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.